Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases flat, brown particles and weight to the spec. Cloudy in the gel was observed after autoclave cycle. The unit was not ruptured. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Explanting physician reported a right side rupture. Device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported a right side rupture. Device has been removed.